Manufacturer narrative:
(B)(4) final report . The reporter has stated that no further information can be provided. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no deviation from process or product non-conformity that would have caused or contributed to the reported infection. The root cause could not be determined based on the available information, however, infection is a known complication with any invasive surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event.

Manufacturer narrative:
(B)(4) initial report. The reporter has stated that no further information can be provided. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event.

Event description:
Trinity / taperfit revision of the cup, ecima liner, biolox delta ceramic head and stem after approximately 6 months due to infection.